Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc) for evaluation, because it was already discarded. The lot no. Was unknown. Therefore, as the result of checking the manufacturing record of one year in the past from (B)(6) 2016 (the month of the event), there was nothing abnormal found. Based on the doctor's comment, it was concluded that the patient was burned since the doctor put the heated probe on the patient's abdomen. The instruction manual of the subject device warns; after the instrument is withdrawn from patient, do not leave it on certain parts of patient body such as abdominal area or chest. Also, do not allow medical personnel to come in contact with the instrument. It may cause burns on the surgical drape or gown as well as on the personnel. Burns may result even through the surgical drape or gown.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc) for evaluation, because it was already discarded. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
It was informed that the patient was slightly burned since the doctor put the subject device on the patient's abdomen after an unspecified procedure. The intended procedure was completed with the subject device. The patient is in recovery. The doctor commented that the burn was caused by putting the used subject device on the patient's abdomen.